Event description:
The customer was hospitalized for low bgs. It was indicated that the customer was disconnected during rewind and prime. Troubleshooting was performed. Pump tested ok. However, the programming and histories on the pump were not correct. Assisted the customer to reprogram the device. Explained to the customer the impact of incorrect programming on bgs.